Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d314drg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced sixty inappropriate shocks from their implantable cardioverter defibrillator (ICD). Oversensing due to lead fracture noise was noted on the right ventricular (rv) lead. Loss of capture and high thresholds were also indicated. The lead was capped and replaced. No further patient complications have been reported as a result of this event.